Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located in the bed shot at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(6).

Manufacturer narrative:
The hill-rom technician found the communication break away cable and side communication board were the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication break way cable and side communication board to resolve the issue. Based on this information, no further action is required.